Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atm for 15 seconds in a pinhole form at the middle. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications, and the condition of the patient was good post procedure.